Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode that appeared to be oversensing of noisy signals. The patient reported moving furniture at the time of the episode. Technical services (ts) recommended testing in office. Subsequently this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shocks to oversensing. This sicd system had the therapy turned off and a life vest was put on the patient. This sicd system was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 80mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode that appeared to be oversensing of noisy signals. The patient reported moving furniture at the time of the episode. Technical services (ts) recommended testing in office. Subsequently this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shocks to oversensing. This sicd system had the therapy turned off and a life vest was put on the patient. This sicd system was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode that appeared to be oversensing of noisy signals. The patient reported moving furniture at the time of the episode. Technical services (ts) recommended testing in office. Subsequently this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.